Manufacturer narrative:
We received one vamp adult system for examination. The reported event of "pressure line in this vamp adult system got disconnected" was confirmed. The tubing had detached from the bond joint with the vamp adult reservoir. The tubing was bent near the point of detachment. Indications of bonding material were evident on some locations of the tubing bond surface area. The tubing outer diameter was found to be within specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. There is potential that user factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that as the patient was being repositioned, the pressure line in this vamp adult system disconnected. The clinician commented that "there was too much traction on the pressure line during the repositioning". It was noticed immediately and the patient had no blood loss. The customer opened a new kit from the same lot number, checked the connections and replaced the device with no further issues. There was no injury to the patient. The device was available for evaluation. Inquired of patient demographics. Unable to be obtained.